Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified

Event description:
It was reported that the 3.0 x 15 mm xience xpedition stent delivery system was removed from the hoop without difficulty. The stylet was removed without difficulty and the device was prepped. The physician was about to advance the stent delivery system onto the guide wire and it was noted that the stent was not on the delivery system balloon. The dislodged stent was found on the stylet. The device was not used. There was no patient involvement and no clinically significant delay. No additional information was provided.